Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of premature ventricular contractions (pvcs) due atrial pacing. Technical services (ts) was consulted and confirmed via the presenting electrogram. Ts noted that an atrioventricular delay was initiated that subsequently paced in the right ventricular (rv) chamber. Due to the rv chamber having already depolarized, a functional loss of capture occurred as expected. Ts showed concern for potential pacing on the t wave which may induce an arrythmia, and recommended decreasing the lower rate limit, which would provide more time for the device to see pvcs. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.